Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the screen was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the connector was broken and the screen was broken. After starting the device, the lights blinked, but the screen did not display anything. It was also noted that the case was broken. As a result the display was replaced. The device was then calibrated and then it passed final testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.